Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Based on age of device - customer has been advised to remove from service. Reported as alert could not be cleared by user.